Manufacturer narrative:
Device evaluation summary: one bd pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and during ventilation mode and a background error code was generated. The fault was isolated to the bd operating software corruption. The corrupt software was erased and software version (B)(4) was reloaded. The pcb was again attached to the test ventilator, successfully passing all tests and calibrations. The cause of the observed condition was determined to be the corrupted software on the bd pcb. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator went inoperative and logged a background fault error code. The customer's biomedical engineer replaced the breath delivery (bd) printed circuit board (pcb). Although requested, it is unknown if a patient was connected to the ventilator at the time of the reported event.